Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-may-2026, it was reported by a sales representative via phone that an ar-1317ft nano corkscrew was knocked off the driver. The implant won't stay attached and fell off when under the skin of the patient. A different ar-1317ft corkscrew was used to complete the case. This occurred during insertion in a metacarpal fracture case on (B)(6) 2026. There was no patient impact or additional anesthesia administered to the patient. The case was delayed by an additional minute due to the issue of the device.